Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced multiple parts including the sample probe, electrodes, wash collar, carbon bridge, and calibrators to resolve the issue.

Event description:
The customer reported to beckman coulter (bec) customer technical support (cts) that they obtained false low sodium (na) results on five (5) patient samples involving the unicel dxc600pro synchron system. The results were not reported out of the laboratory. Quality control was within laboratory established ranges prior to the event. There was no effect to patient treatment in connection with the event.